Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a leak from the minicap transfer set during dwell one of four of peritoneal dialysis (pd) therapy. The hp was taken to the emergency room and got the transfer set replaced. It was unknown if the leak was caused because of a hole or a connection issue. The hp was not given any preventative antibiotics. The hp continued the pd therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.